Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigation indicates the C-cover was burned. There was no patient involvement.